Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that stimulation was run on the segment for approximately 5 minutes with no change to the high impedance, and the team will re-check impedances at the patient¿s first programming. This information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated there was high impedance on segment 2b, reading greater than 5k ohms, after placing the extension on the left lead during stage 2 procedure. No environmental or external factors were identified. Diagnostics included disconnecting the extension from both the implantable pulse generator (ipg) and the lead, wiping it with a wet-dry sponge, and reconnecting it. Still, the impedance remained greater than 5 ko at 1 ma. Stimulation was applied to the segment while the physician was closing the incisions, and impedances were re-run afterward with no change; segment 2b continued to show high impedance. The issue remains unresolved, and no further information is available from the healthcare professional.